Event description:
The customer reported to philips healthcare, "the equipment is not passing battery test." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.